Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device failure is suspected, but did not cause or contribute to a death or serious injury. Review of the available programming and diagnostic history. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
An email was received from an international distributor indicating that a patient's system had exhibited high lead impedance (>=10,000 ohms). Submitted diagnostic data indicated high impedance (lead impedance >=10,000) was detected twice on (B)(6) 2015 via system diagnostics. From the diagnostic data submitted all prior lead impedances were normal from (B)(6) 2011 (date of implant) through (B)(6) 2015. The physician reported that high impedance was observed via 2 device interrogations on (B)(6) 2015. The physician was asked to disable the device by the distributor, however, submitted programming data indicated that the physician programmed the device to the same settings as those the patient presented with. X-rays images were submitted to the manufacturer for evaluation. Based on the images provided, the source of the reported high impedance could not be determined. Based on the angle of the image, complete pin insertion was unable to be assessed therefore the possibility of the lead connector pin not being fully inserted cannot be ruled out. No obvious lead breaks were identified in the visible lead portion, however, the presence of a micro-fracture in the lead cannot be ruled out. A small portion of the lead was noted to be behind the generator and is therefore unable to be assessed. No known surgical interventions have occurred to date.

Event description:
Subsequent information received indicates that the physician disabled the device for approximately two months and the patient's seizures have not worsened. As a result, the physician intends to continue monitoring the patient. No known surgical interventions have occurred to date.